Event description:
The customer reported the orbital rotation brake doesn't work. No patient involved.

Manufacturer narrative:
The ge service rep order part and found brake handles loose and out of alignment. He adjusted handles and check brake operation. System is working as intended.